Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the following additional information was obtained about the reported event: the vessel sealer extend instrument was transferred to engineering for further investigation. Initial failure analysis was confirmed. The instrument failed electrical continuity on one of the jaws. X-ray inspection of the jaws revealed a conductor wire break at the weld, leading to failed continuity.

Event description:
It was reported that during an unspecified general surgery da vinci-assisted procedure, the vessel sealer extend experiencing insufficient sealing, leading to bleeding. The issue occurred after 30 seconds to 1 minute of use during which 3 or 4 attempts to seal the mesorectum with the vessel sealer extend were performed with an error message displayed on the system regarding too little tissue within the sealer. The audible signal appeared to work, but the vessel sealer extend was not sealing at all, with bleeding as a result. The inability to seal resulted in about 100ml of blood loss. Several more attempts were performed on ¿single¿ tissue with the error message prevailing. Troubleshooting was performed with resetting of the instrument, turning the system on and off, polishing the instrument, and checking of connection cords. A robotic surgeon proctor was brought into the room to resolve the error message. These measures did not resolve the issue. After troubleshooting for 10 to 15 minutes, a new vessel sealer extend was used as a back-up instrument to complete the procedure with no further issues. The vessel sealer extend had not encountered clips or any other metal instruments so sealing on or against these objects was not the cause of the issue.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The vessel sealer extend (vse) instrument had been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. Based on log review and during in-house testing, no sealing issue were observed. The instrument passed recognition, engagement, cut, energy delivery, and grip force tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Additionally, the vse failed electrical continuity. An audible beep was not observed when one multimeter prong was connected to one bipolar pin of the instrument. An audible beep was observed when the other bipolar pin was connected. A follow-up MDR will be submitted if additional information is obtained. Review of the system log was not performed since there is insufficient or unconfirmed product / event information.